Event description:
A patient reported experiencing inaccurate erratic results with a ot ii meter. The patient's blood glucose results were 105, 231, 254 mg/dl tests were done within 10 minutes with a difference of 45%. Patient did not experience any adverse events. No further information has been reported.